Manufacturer narrative:
Background information: quickie 2 wheelchair owner's manual, rev. F, states: "inspect wheel locks weekly per the maintenance chart. Do not use your chair unless you are sure both wheel locks can fully engage. A wheel lock that is not correctly adjusted may allow your chair to roll or turn unexpectedly. Wheel locks must be adjusted after making sure the tires have the correct air pressure. When fully engaged, the arm should be embedded into the tire at least 1/8' to be effective." It further provides that "if you find the wheel locks have slipped or are not working correctly contact your service provider for proper adjustment." Quickie 2 wheelchair owner's manual, rev. F, states: "we warrant all sunrise-made parts and components of this wheelchair against defects in materials and workmanship for one year from the date of first consumer purchase." Discussion: in evaluating the complaint, the dealer reported a technician serviced the wheelchair recently and added loctite to the left-side wheel lock. The end user reported to the dealer that the wheel lock had become loose again. Sunrise medical does not recommend the use of loctite on the hardware related to wheel locks. The dealer stated the nuts holding the assembly had worn down, causing the left-side wheel lock to become loose. Based on similar complaints and products received, the potential cause could be hardware loosening over time leading to an insufficient wheel locking force. A DHR review for this product was conducted, and no abnormalities, deviations, or ncmr's related to the claim were identified in the manufacturing process. Based on the owner's manual, the end user or dealer should be performing maintenance checks to reduce the risk of wheel locks becoming non-functional or broken. At the time of the complaint, the chair was approximately sixty-seven (67) days. According to the quickie 2 wheelchair owner's manual, sunrise medical provides a one-year warranty from the date of purchase for all sunrise-made parts and components with defects in their material or workmanship. Therefore, the dealer requested a warranty replacement of the left-side wheel lock assembly. There were no reports of injury or adverse impact to the end user. Conclusion: the primary potential cause identified is the loosening of the wheel lock's hardware over time. At the time of shipping to the customer, the product in question met all product specifications before release for distribution. This device is used for treatment, not diagnosis. There is no claim of injury in this case. Because the failure mode of the non-functioning wheel locks has been previously reported, this MDR is being filed in accordance with per 21 cfr 803.50.

Event description:
The dealer reported a technician serviced the wheelchair recently and added loctite (a thread locking agent) to the left-side wheel lock. The end user reported to the dealer that the wheel lock had become loose again. Sunrise medical does not recommend the use of loctite on the hardware related to wheel locks. The dealer stated the nuts holding the assembly had worn down, causing the left-side wheel lock to become loose. The dealer did not report any injuries or adverse impact to the end user, and the dealer requested a warranty replacement of the left-side wheel lock assembly.